Event description:
Per (B)(4): "upper case malfunction. "Validation key" and "silence key" button of keyboard is not responding to pressing. Upper case replaced to new one. Quality control performed. Event log is not included because it is not an error which can be detected by device." Reporting due to a defective keypad; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6) was not returned to our laboratory. However, the keypad suspected to be defective was sent back for analysis as a spare part. Upon reception, the subject device was submitted to a visual inspection. Nothing was observed. Then, cross testing investigation of the spare part was performed. It was possible to start and stop the device several times without any problems. The spare part passed test 10 of the maintenance menu which confirmed that the keypad operate as specified. The front housing was compliant and therefore the reason for the failure can only be investigated with the associated device. Thus, it is assumed that the reported issue is not linked to the keypad. Based on available information, the root cause of the reported issue is unknown (not the keypad). This complaint is considered as not confirmed. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.